Event description:
It was reported that there was no image on the left monitor of the 9800 system. It was also noted that the system went to max technique. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose video cable at the ocd camera. Retightened the video cable. The system was tested and found to be working as intended and placed back into service.